Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('left side had pierced the tube and uterus'), uterine perforation ('left side had pierced the tube and uterus') and complication of device removal ('left side, the implant is still there') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) and complication of device removal (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("haemorrhagic periods"), adnexa uteri pain ("great pain on the right sides of the tube"), insomnia ("insomnia"), fatigue ("fatigue"), vertigo ("vertigo"), nausea ("nausea"), cervix disorder ("lesions on the cervix") and infection ("repeated infections"). The patient was treated with surgery (left side essure removal in 2015). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, uterine perforation, complication of device removal, menorrhagia, insomnia, fatigue, vertigo, nausea, cervix disorder and infection outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, cervix disorder, complication of device removal, fallopian tube perforation, fatigue, infection, insomnia, menorrhagia, nausea, uterine perforation and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 42 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('left side had pierced the tube and uterus'), uterine perforation ('left side had pierced the tube and uterus') and complication of device removal ('left side, the implant is still there') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) and complication of device removal (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("haemorrhagic periods"), adnexa uteri pain ("great pain on the right sides of the tube"), insomnia ("insomnia"), fatigue ("fatigue"), vertigo ("vertigo"), nausea ("nausea"), cervix disorder ("lesions on the cervix") and infection ("repeated infections"). The patient was treated with surgery (left side essure removal in 2015). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, uterine perforation, complication of device removal, menorrhagia, insomnia, fatigue, vertigo, nausea, cervix disorder and infection outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, cervix disorder, complication of device removal, fallopian tube perforation, fatigue, infection, insomnia, menorrhagia, nausea, uterine perforation and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.